Manufacturer narrative:
(B) (4).

Event description:
See manufacturer report # 6000032201003055. The pt experienced vaginal shocking/jolting and surging sensation following position changes. The symptoms were worse when she moved but constant otherwise. The pt was seen in her healthcare professional's office and reprogrammed but did not resolve the issue. The pt was at home and was re-directed to her healthcare professional. Further info was requested.